Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. All buttons did function properly no damage on the keypad or button error alarm. Unit had missing end cap sticker.